Event description:
It was reported by the clinician that an open heart procedure was being performed on a male patient and the catheter was placed 2009. The patient had been in the cardiovascular unit for a few days when the brown distal hub detached from the clear tube of the lumen, causing the patient to bleed back. As a result, the catheter was exchanged. There were no patient complications reported. No further details available at this time.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.